Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 275 mg/dl at the time of incident. The customer assisted with troubleshooting and insulin was showing empty. The insulin pump will not be returned for analysis.